Event description:
It was reported that pump experienced malfunction alarm malf 24 with fault ID 0x2219, with no notable events occurring before issue and malfunction code not being resettable. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support confirmed warranty status, arranged shipment of replacement pump with signature required, provided instructions for placing malfunctioning pump into storage mode and returning it within specified time frame, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.